Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented to the clinic, device back up vvi mode was observed. Patient reported feelings symptoms of fatigue upon exertion. Device firmware download was successfully performed. No further information available.